Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced low blood glucose levels on (B)(6) 2026 which was managed by taking carbs. The event occurred suddenly on the third day of insertion of infusion set in the lower back. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.